Event description:
Reporting status: serious injury/medical intervention. Report rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient began experiencing burning and tingling in their arms and legs after the implantation of five promus stents (one 4.0x18, three 4.0x28 and one 4.0x12) about a week ago. It is unknown at this time how soon after the implantation, the patient began experiencing the symptoms. The physician switched the patient from plavix to effient, but the patient is still experiencing the symptoms believed to be a possible allergy to the promus stents. No additional event or patient information is available.

Manufacturer narrative:
The other four promus everolimus eluting coronary stent systems indicated, are being filed under the same MFR number.